Manufacturer narrative:
Date of report: 14jun2019. Date received by manufacturer: 16may2019. There was no patient involvement. The device was not in clinical use when the event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit did not detect touch settings. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.